Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received lioresal baclofen (2000mcg/ml, 62 4.8mcg/day) in an implantable pump for an unknown indication for use. The previous dose was listed as 650.8mcg/day. Multiple motor stalls were reported. The hcp denied any recent mris. Interrogation of the pump indicated a motor stall occurred on (B)(6) 2017 (with a stopped pump may exceed tube set message on (B)(6) 2017) and motor stall recovery on (B)(6) 2017. Another motor stall had occurred on (B)(6) 2017. Specific dates for the additional motor stalls and recoveries were not reported. The hcp denied any sources of electromagnetic interference to be present or were near the patient. The patient experienced intermittent itchiness around (B)(6) 2017. The pump was refilled on (B)(6) 2017. No further information was provided.